Event description:
On 6/23/97, an esophageal wallstent was placed in a pt suffering from squamous cell carcinoma of the mid esophagus. He underwent radiation and chemotherapy to reduce the cancer from 7/10 to 9/11. The pt expired on 9/11 as a result of a massive hemorrhage, apparently from erosion into the abdominal aorta.